Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in a sphincterotomy procedure. The procedure date is unknown. According to the complainant, during the procedure, while completing the sphincterotomy, the cutting wire broke. Reportedly, current was applied when the cutting wire broke. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.